Event description:
It was reported that the patient sent a transmission, but there was a difference in measurement readings between the monitor and the electrocardiogram. The patient was brought into the clinic for an interrogation. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.